Event description:
It was reported that the product was placed in pt's airway after problems with another similar tracheostomy tube. It was reported that "later that evening when the pt was placed on her ventilator a leak was noticed; hard to ventilate; looked at the tracheostomy tube and noticed it was broken just below the flange." It was reported "noted by mother of female pt in the pt's home; in use 3-4 hours." It was reported "pt status reported as full recovery; no injury; the tracheostomy tube replaced with a new one."

Manufacturer narrative:
The lot number provided is incomplete or incorrect. No analysis or conclusions can be drawn without the device or the lot number. Return of tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.